Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced which resolved the issue but was kept by the customer and not returned for investigation. No ventilator logs were provided. The ventilator was delivered to the user in working condition. Since the replaced air gas module was not returned for investigation, any root cause has not been able to be established. The air gas module regulates the inspiratory gas flow and gas mixture. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).